Manufacturer narrative:
A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was prescribed lidoderm patches due to pain at the pocket site. The patches and reprogramming resolved the patient's issue. The patient was reportedly doing well.